Event description:
Event description boston scientific received information that this implantable device was explanted secondary to a patient infection. Device was also eroding. Subsequently, this device was retrieved from archive for further investigation.